Manufacturer narrative:
Reported event of no pacing could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported events of oversensing and no pacing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient had presented for an implant procedure. After the pacemaker was connected to the leads, it was found that the pacemaker did not exhibit pacing. The pacemaker was not used. The physician elected to use another pacemaker, which functioned normally. The patient remained in stable condition.